Event description:
Reporter indicated that revision surgery was performed due to pulse generator migration. Prior to the revision surgery, the physician reported that it appeared that the anchoring sutures had broken free from the surrounding fascia which enabled the generator to move. It was further reported that other than the migration, the pt was doing well with her vns system.